Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 7/10/2018. Device returned to manufacturer ¿ yes. The intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens was cut and was missing a portion that includes a haptic. The cut observed could be related to the removal process described on the initial report. There is no complaint associated to the quality or functionality of the lens. The reported issue could not be verified. Based on the lens evaluation there is no indication of a product quality deficiency. The reported issue could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted/explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that intraocular lens (model za9003 +19.0 diopter) was implanted, then removed and replaced with a sulcus lens. Additional information was received and it was learnt that an anterior vitrectomy was required. No further information provided.